Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported insulin flow blocked alarm. Customer reported a past event. Customer reported that the event was resolved by changing complete set. Customer stated that the alarm did not occur during fill tubing. Customer stated that the product was not adhering. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will not be returned for analysis.